Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, malposition.

Event description:
Healthcare professional reported "migrated to back" and "malposition". This record is for the left side. Device was explanted and replaced. The device will be returned.

Event description:
Healthcare professional reported "migrated to back" and "malposition". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ migration: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, voids and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.